Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 1391041ext was used during pre-operative testing for an unknown procedure on (B)(6) 2021 when it was reported ¿when the surgeon went to change out the tip that was already in the pen, the blue insulated portion came off in her end. This is common at ubc to change the tip to a larger blade eg. 4 inch/6 inch. The concerns are: this should not be coming off as its not a counted item and not radio paque, the greater concern is it so easily comes off for example when changing to a larger tip, which is common at this site (4 inch/6 inch). The common thought is this is dangerous as the blue insulation on the electrode can comes off and ends up in the patient.¿. The procedure was completed with a 2-minute delay using an unknown alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that the surgeon was changing the tip with forceps or by hand when the insulation came off the device. There was no contact to the patient with the component. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
One 139104ext was returned opened in original packaging. The lot number of the device - 202012154 was verified. A visual inspection found the blue insulation was detached from the base of the electrode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There have been three complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 1391041ext was used during pre-operative testing for an unknown procedure on (B)(6) 2021 when it was reported ¿when the surgeon went to change out the tip that was already in the pen, the blue insulated portion came off in her end. This is common at ubc to change the tip to a larger blade eg. 4 inch/6 inch. The concerns are: this should not be coming off as its not a counted item and not radio paque, the greater concern is it so easily comes off for example when changing to a larger tip, which is common at this site (4 inch/6 inch). The common thought is this is dangerous as the blue insulation on the electrode can comes off and ends up in the patient.¿. The procedure was completed with a 2-minute delay using an unknown alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that the surgeon was changing the tip with forceps or by hand when the insulation came off the device. There was no contact to the patient with the component. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.